Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and 16 tachy shocks due to two episodes of atrial fibrillation (af) with rvr.